Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 402452 lead, implanted (B)(6) 1992; 5092-52 lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the right atrial (ra) lead alert was triggered for low atrial impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.